Manufacturer narrative:
A ge service representative performed an on site investigation. The power cap module and the filament drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system intermittently displayed a precharge failure and intermittently did not boot up. There was no patient injury or death reported.